Manufacturer narrative:
The customer originally reported that the spo2 is not turning on and was providing inaccurate readings. It was later clarified that there was no confirmed report of inaccurate readings. The reported issue was that the spo2 was turning on & off intermittently and no inops provided. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the customer's allegation could not be replicated, the spo2 was functioning. Based on the results of the analysis, the product malfunction was unable to be replicated. Although the device was confirmed to be functioning per specification during testing it was indicated that spo2 was turning on & off intermittently and no inops provided at the time of the event. Parts have been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
It was reported that the spo2 was turning on & off intermittently and no inops provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.